Event description:
The customer reported that cap came off during an endoscopic retrograde cholangiopancreatography therapeutic procedure while the patient was under sedation involving an olympus distal cover. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.